Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the staple guide fell off of the stapler onto the back table. This was not noticed until after the device was fired. The stapler cut and some staples were not placed. A new device was opened to re-do the anastomosis. There was unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Current patient status is fine.